Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopy-assisted pancreaticoduodenectomy (lapd), the subject device was used. After 2 hrs of use, the ptfe pad of the subject device was separated and unspecified error occurred frequently. The procedure was completed with another thunderbeat. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the distal end of the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. Considering the eval result of the device, omsc concluded that the error and contact marks occurred since the user kept activating output of the device with worn pad, which caused contacting between the probe and the non-insulated area of grasping between the probe and the non-insulated area of grasping section. The ptfe pad was worn and partially separated due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. Based upon the finding of the eval, this report appears to be related to user handling.